Event description:
Customer stated that the meter is not functioning correctly. They stated that cannot tell if the meter is reading 159mg/dl or 169mg/dl. A review of the system was conducted over the phone. The review concluded that segments were missing from the meter's display. The customer was asked to return the meter for further evaluation and a replacement meter was provided. The contact was invited to call 24/7 with future questions/concerns.